Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported in a post market clinical study that following breast brachytherapy treatment, the pt presented with an infection on the breast. Reportedly, the day of device explant, the pt presented with pain, fever, redness and purulent drainage. A breast infection was identified. The pt underwent PICC insertion and was administered antibiotics (oral and IV) and was in observation for 23 hrs. The event resolved approx one month post therapy.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) # is k082590.